Event description:
It was reported that the device battery voltage was noted to be at elective replacement indicators (eri) upon interrogation, but eri had not been triggered. It was further reported that the device reached eri, and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - pre/approaching eri: weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.848 to 2.637 volts between (B)(6) 2011 and (B)(6) 2012, is just before device rrt<= 2.6251 volt. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.848 to 2.637 volts between (B)(4) 2011 and (B)(4) 2012 is just before device rrt<= 2.6251 volt.

Event description:
It was reported that the device battery voltage was noted to be at elective replacement indicators (eri) upon interrogation, but eri had not been triggered. The device will be explanted and replaced. No patient complications have been reported as a result of this event.